Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that there was an electrical pin pushed back in the connector which happened when the connector body was not aligned with the console properly and was force it in. The assignable root cause was determined to be component damage due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tympanomastoidectomy surgical procedure, it was observed that the burr devices did not seat firmly and moved around while in use with the motor device. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The patient¿s post-surgical outcome was good. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.